Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated the atrial pacing capture threshold was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a rising pacing threshold, a reduction in the p-wave, and a change in impedance. It was also noted that the patient experienced diaphragmatic stimulation when the ra lead paced. It was determined that the ra lead had dislodged and pulled into the superior vena cava (svc). The ra lead was programmed off. No further patient complications have been reported as a result of this event.